Event description:
A customer contacted baxter's technical service center, reporting a system error (se) 2240 (air in set), followed by a se 2367, during dwell 3 of 8 on the home choice (hc). The home patient (hp) stated one of his supply bags was leaking due to the connection being loose. The hp cycled the power off/on to clear the 2240 followed by a 2367 ending therapy. The technical service representative (tsr) instructed the hp to disconnected using aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Reportedly the patient had discarded the sample and it is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; the home patient (hp) stated one of his supply bags was leaking due to the connection being loose. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.